Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a cylinder erosion resulting in the cylinder to protrude through the urethra out of the meatus. The physician removed the ipp cylinder, pump, and reservoir and repaired the erosion on an unknown date. A new ipp cylinder, pump, and reservoir was implanted on (B)(6) 2021.